Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: samples were returned for evaluation. Returned materials showed the reported defect. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that bd vacutainer® multiple sample luer adapter broke near the needle during use. No report of injury or medical intervention.